Event description:
It was reported that the guide wire and balloon catheter were advanced to the lesion, and ptca was performed. A buddy guide wire was placed, however, it would not go and when the guide wire was removed, the bmw guide wire looked frayed. Reportedly, there was no pt injury. This report is being filed based on investigative results.